Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. Review of batch record documentation did not identify any probable or root causes that would contribute to any defect, deficiency, or malfunction of the abbvie j tube. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unknown period of time, the jejunal tube was not flushable. The jejunal tube was pulled out 8-10cm and was difficult to push it back. The pump alarmed for high pressure. Report indicated that there was a knot in the jejunal tube surrounded with food. The peg-j tube was replaced successfully.